Event description:
Patch implanted on 8/6/96. Readmitted a few days later with headaches and neck stiffness. Treated with steroids and released. Headaches continued and was readmitted approx 6 weeks after initial procedure. Graft was explanted. No further complications. Reported to MFR on october 18.